Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of radiographs provided showed malalignment of the tibial component which may be a risk factor for poly wear. However, imaging findings did not confirm poly wear or evidence of wear debris. However, due to the extended time in-vivo, it cannot be determined if this malpositioning is due to improper placement of the device or due to gradual implant migration over time. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is scheduled for a knee revision due to poly wear and instability approximately thirty (30) years post implantation. Attempts have been made and additional information on the reported event is unavailable.